Event description:
Customer contacted haemonetics (B)(6) 2008 reporting the centrifuge was not running in their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting the centrifuge was not running in their orthopat machine. No injury or reaction was reported. Evaluation confirmed the machine had no power and a blood spill. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).